Manufacturer narrative:
The device associated with this complaint was not returned for eval. The cause of the incident cannot be determined.

Event description:
Rec'd report of bleeding from clave port of IV tubing. A plum IV tubing was hooked into another via the clave port. The nurse discontinued one tubing from the other, checked to make sure the IV was running, and then left the room. A few minutes later, another nurse went into the room for a pump alarm (not for that IV tubing) and noted 30-50 cc's of blood pooled on the bed. Blood was also backing up in the tubing and dripping from the clave port, which had not popped back out to reseal itself. The pt's baseline condition was semicomatose and she was unable to notice the problem. The pt was transferred to a regular nursing the problem. The pt was transferred to a regular nursing unit the next day, no pt harm reported. The pt expired on 2/2/98; customer states that this was unrelated to the event.